Manufacturer narrative:
..

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found leaking k8 in the pneumatic drive assembly. The fse replaced the pneumatic drive assembly, calibrated the transducers, and verified proper function. The fse performed all functional, pneumatic and electrical safety tests. The iabp unit passed all tests and was cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "low vacuum" alarm. There was no patient harm or adverse event reported.